Event description:
It was reported that the customer was hospitalized. Customer experienced excessive thirst, excessive urination and high ketones. Blood glucose at the time of the admission was 661 mg/dl; treated with insulin drip. Latest blood glucose was 102 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.